Event description:
It was reported that the patient was seen with high impedance and is scheduled for a full revision as a result. It was later reported that during surgery it was determined that the lead was causing the high impedance, the generator and the lead are being replaced. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Analysis of the suspect product was completed in which no fracture condition was able to be identified. Generator analysis was completed in which the date in which high impedance was first seen was discovered. The cause of the high impedance could not be confirmed by product analysis testing. No other relevant information has been received to date.